Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion in the oncology department. A chemotherapy regimen (medication, programmed amount and delivery rate unknown) that should take a set amount of time and it was consistently taking longer, in some cases as much as an additional hour. When the annual preventive maintenance was done on the 300+ pumps in june, all but a few passed. In this case, the pump passed at that low rate, as well as up to about 400ml/hour (was 4.5% short.) However, at the 600ml/hr rate, it was 11.5% short. There was no known patient injury or medical intervention associated with this event. No additional information is available.